Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist created a backup of the database and subsequently performed a database update for maintenance purposes.the device was restarted or rebooted to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system displayed a message indicating "station automatic log out." The customer reported that there was a problem with the station, which experienced an automatic log out and was unable to execute stock out or stock refill operations. The users were unable to issue the medications, which did not delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.